Event description:
Information was received from the patient receiving intrathecal morphine (unknown) via an implantable pump for non-malignant pain. It was reported that for the past couple months the patient's handset was taking a long time to connect to the pump to get a bolus. Patient noted they had a 2 hour lockout but showed they were locked out for an hour and 58 minutes. Agent walked patient through clearing data. The issue was resolved. Patient would monitor the issue. Patient mentioned they had arthritis in their wrist and they had to hold the antenna in their lower back behind their head.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot#, serial# (B)(6), implanted: explanted: product type product ID a820 lot#, serial#, unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient regarding their external device. The patient reported they were having a problem with their personal therapy manager (ptm). The patient stated it took them a long time to connect to the myptm and deliver a bolus. The agent on the call assisted the patient in deleting the data. The patient then tried connecting again and confirmed they were able to get connected without any further problem. The agent reviewed information and advised to contact back if they need further assistance.